Event description:
It was reported that the water supply of the flushing pump was defective. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the water supply of the flushing pump was defective. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated fields: d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: h8 h8 has been corrected to reuse for usage of device. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A device history record (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU):** 7.2 checking the flow rate the pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient we recommend that you replace the pump head. 1. Insert the specified water tube (maj-1607 or maj-1608) to the pump head. 2. Set the flow rate to "9" and pump until water exits from the tube in order to purge the water tube of air. 3. Put the end of the tube in a container (beaker etc) with volume measurements on it, and pump for 20 seconds. 4. When the flow rate falls below 200ml (equivalent to 600ml/min), replace the pump head referring to section ¿pump head replacement¿ on page 46. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.